Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 3002806535 - 2017 - 01017, 3002806535 - 2017 - 01018. Unique device identifier (B)(4). Concomitant product(s): a 161469 oxf twin-peg cmntd fem md PMA lot 2465500. A 154724 oxf uni tib tray sz d lm PMA lot 2462031. A 159547 oxf anat brg lt md size 3 PMA lot 2485165. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported in the study the patient experienced an increase in left knee stiffness. It was determined no treatment was necessary and the outcome was considered resolved. No further information has been made available.